Event description:
It was reported that the patient experienced pain and discomfort with this inflatable penile prosthesis (ipp). The placement of the pump caused discomfort and there was pain with the tubing. A surgical procedure was performed during which the existing ipp was removed and replaced in a new position. No additional patient complications were reported.